Event description:
A malfunction alarm was reported, identified by code malf 0. The impact on the customer's blood glucose level was unknown as the customer declined to answer whether the level exceeded 500 mg/dl. Technical support provided assistance with resetting the pump, and the customer was able to continue using the device after the malfunction did not recur. The customer was instructed to call back if any malfunction code appeared again, and they acknowledged this advice.